Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from u.s.a. Stating that the device foot plate is bent. It is known that the event occurred during surgery. There was no pt or user injury reported. No additional info was available.